Event description:
It was reported that a 38-year-old caucasian female patient underwent a primary breast augmentation surgery with 350cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral baker grade IV capsular contracture, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a left-sided 375cc mentor memorygel breast implant and a right-sided 350cc mentor memorygel breast implant on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-05096 for the contralateral event.

Manufacturer narrative:
Mentor received a photo of the explanted device for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 11, 2023, mentor received the device for evaluation. On may 17, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).